Event description:
It was reported that at least 1 bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: black isolation rubber defect in the syringe. Leakage during treatment preparations. - there were no consequences for the patients as far as we know, except for an impact on the preparation time of the medicines, the problem was detected during the preparation of the syringes. - the product leaked into the plunger seal but not out of the syringe, the problem was detected early I think.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-jun-2022. H6: investigation summary photo received for investigation. Upon visual inspection, liquid past the stopper can be seen on the syringes. Additionally, six samples received for investigation. Stopper and plunger are correctly assembled. Leakage test was performed, and the syringes were disassembled to examine the parts separately not finding any defects in any of them. A device history review was performed for the reported lot 2109060 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, leakage past the stopper can be observed in the syringe. No other defects can be noticed. Stopper is correctly assembled and no damage can be seen in the barrel of the syringe that could be related to the leakage experienced by customer. A device history review was performed for reported lot 2109060, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with misalignment of plunger-stopper-barrel in the assembly station.

Event description:
It was reported that at least 1 bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: black isolation rubber defect in the syringe. Leakage during treatment preparations. There were no consequences for the patients as far as we know, except for an impact on the preparation time of the medicines, the problem was detected during the preparation of the syringes. The product leaked into the plunger seal but not out of the syringe, the problem was detected early I think.

Event description:
It was reported that at least 1 bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: black isolation rubber defect in the syringe. Leakage during treatment preparations. There were no consequences for the patients as far as we know, except for an impact on the preparation time of the medicines, the problem was detected during the preparation of the syringes. The product leaked into the plunger seal but not out of the syringe, the problem was detected early I think.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.